Manufacturer narrative:
Manufacturing review:a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary:the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately four years and eight months post filter deployment, computed tomography (CT) revealed that there was an inferior vena cava filter appeared in satisfactory position in the inferior vena cava. There was no evidence of tilt or mal orientation of the inferior vena cava filter. Superior extent of inferior vena cava filter was at the vertebral body and the inferior extent was at vertebral body. A total of seven prongs have perforated the inferior vena cava and maximum distance prong perforated was 5 mm. Coronal images showed 4-degree tilt superior left to inferior right. Diameter of inferior vena cava directly above the filter was measured 21 mm x 19 mm. Therefore, the investigation is confirmed for perforation of the inferior vena cava. However, the investigation is unconfirmed for filter tilt as medical record states that " coronal images showed 4-degree tilt superior left to inferior right".based on the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 12/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pain in the area of filter; however, the current status of the patient is unknown.